Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2003: the patient was pre- operatively diagnosed with post discectomy instability l5-s1. Degenerative disk disease with instability l3-l4 and l4-l5. Neuroforaminal stenosis l3-l4, l4-l5 and l5-s1 secondary to collapse of the disk space and underwent following procedures. L3-l4, l4-l5 and l5-s1 anterior lumbar discectomy/ decompression. L3-l4, l4-l5 and l5-s1 anterior interbody fusion. Use of bone morphogenetic protein/bmp. Implantation thread bowel dowel, single implant l3-l4, single implant l4-l5 and two implants l5-s1. Retroperitoneal approach to the lumbar spine. As per op-notes, ¿the holes were then reamed, tapped and a 16mm in diameter by 23 mm in length threaded bone dowel packed with bmp soaked sponges were implanted. Attention was then directed to the l4-l5 level where discectomy was once again performed through an anterior annulotomy. After discectomy an 18mm cannula was tamped into position, the hole was reamed tapped and then an 18 mm in diameter by 26 mm in length threaded bone dowel was implanted. The exact same procedure was then performed at l3-l4. The patient was also pre-operatively diagnosed with degenerative disk disease with instability l3-l4, l4-l5 and l5-s1 inter spaces and underwent the following procedures: anterior trans-abdominal retroperitoneal approach to the l3-l4,l4-l5 and l5-s1 interspaces with ligation and division of lumbar arteries and veins, ligation and division median sacral arteries and veins and mobilization and retraction of the iliac arteries and veins, inferior vena cava and aorta. The patient was also pre-operatively diagnosed with recurrent disk herniation/spinal instability l5-s1 and spinal instabililty/degenerative disk disease l3-l4 and l4-l5 and underwent the following procedures : l5-s1 posterior spinal decompression/right/re-exploration with discectomy, l3-l4, l4-l5 and l5-s1 posterolateral spinal fusion, local bone graft/morsellized bone graft, pedicle screw instrumentation / segmental instrumentation with two cross links. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.